Manufacturer narrative:
Technician found a screw broken off in the hex rod. The technician replaced the broken screw to repair the stretcher.

Event description:
Information received indicates the brake is only engaging from the head end of the stretcher.